Manufacturer narrative:
(B)(4). Jaw. The device was returned for analysis and upon inspection the jaws were found to be in a yielded and slightly misaligned condition. However, the instrument fired fifteen clips conforming. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the third firing on the patient side when the surgeon placed the clip on the cystic duct it scissored. When he fired the fourth firing when laying a clip down the clip was malformed in a pear shape and would not stay on the vessel. They used another device to complete the case. There was no patient consequence reported.